Manufacturer narrative:
(Initial reporter facility name) (B)(6). (B)(4).

Event description:
It was reported to boston scientific corporation that a captivator small oval stiff snare was used during a polypectomy procedure performed on (B)(6) 2022. During the procedure, the snare loop could not cut off a 0.5 to 0.8 cm polyp in the transverse colon. The procedure was completed with a different device. There were no patient complications reported as a result of this event.